Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set issues on (B)(6) 2026. Patient reported some of his infusion sets failed due to the tubing having blockage and not sticking. No further information available.

Manufacturer narrative:
Initial and final MDR- .- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.